Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of cystocele, rectocele and urinary incontinence as part of a suburethral sling, a vault to vaginal vault suspension with cystocele repair and rectocele repair procedure.

Manufacturer narrative:
(B)(4).

Event description:
Post implantation: (B)(6) 2011-(B)(6) 2011: cystocele, rectocele, vaginal itching, burning sensation, urinary tract infection, urge incontinence and urgency ¿ prescribed nystatin- triamcinolone topical cream.